Event description:
It was reported that the controller exhibited losses of power and the ventricular assist device (vad) exhibited multiple low flow alarms. Of note, the same battery was in use during the losses of power on the controller and it was unknown if the event was due to patient error or a battery communication issue. The vad, controller, and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-jun-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluaton: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 09-jun-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery,model #: 1650de, catalog #: 1650de, expiration date: 31-jan-2017, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-jan-2016, labeled for single use: no, (B)(4). Concomtiant medical device: dvpb3d1 ICD, implanted (B)(6) 2021. Additional information has been requested regarding the patient weight and additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6), h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02, d15 serial# (B)(6), h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6), h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 product event summary: the ventricular assist device (vad) ((B)(6)), one (1) controller ((B)(6)), and two (2) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed an instance involving (B)(6), where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Log file analysis revealed three (3) controller power up events with associated pump start events logged on 28/mar/2022 at 19:27:34, on 03/may/2022 at 18:43:44, and 11/may/2022 at 23:43:33. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the first power-up event were not available. No anomalies were observed leading up to the other losses of power. The controller was without power for eight (8) seconds, nine (9) seconds, and eight (8) seconds, respectively. In addition, log files revealed seventy-eight (78) low flow alarms were logged since 18/mar/2022. As a result, the reported communication error involving bat816138, losses of power, and low flow events were confirmed. The reported communication error involving (B)(6) event could not be confirmed. Information received from the site indicated that, in addition to the low flow event, the patient¿s blood pressure was on the lower end. The patient's doppler reading was 84 and automatic reading was 82/53 when laying down, and doppler 69 and automatic 70/55 when standing up. The vad waveforms were "best" when the patient was laying down, with a pulsatility around two liters, but when the patient sat down or stood up, the vad waveforms were extremely pulsatile and hypertensive looking with lightheadedness. The patient presented hypovolemic on exam. Based on the information, the device may have contributed to the event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible root cause of the communication error involving (B)(6), and resulting power disconnect alarm, can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypotension. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding patient weight, the description of the event problem and relevant history. B1 was updated from product problem to adverse event & product problem and h1 was updated to serious injury based on newly provided information. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-mar-2016 h5: no h6: patient ime code(s): e0112, e0305, e2321 h6: imf code(s): f12, f22 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c16 h6: FDA conclusion code(s): d21 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second battery exhibited a communication error associated with a power disconnect alarm. The batteries were removed from service. It was stated that the patient's blood pressure was on the lower end. The patient's doppler reading was 84 and automatic reading was 82/53 when laying down, and doppler 69 and automatic 70/55 when standing up. The vad waveforms were "best" when the patient was laying down, with a pulsatility around two liters, but when the patient sat down or stood up, the vad waveforms were extremely pulsatile and hypertensive looking with lightheadedness. The patient presented hypovolemic on exam. No further patient complications have been reported as a result of this event.